Event description:
This report is being submitted to update the evaluation conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a message was received through the remote home monitoring system that device sensing was not optimized and that a reference electrogram (egm) was not obtained. Boston scientific technical services (ts) informed the health care professional (hcp) that this step can be skipped during the implant procedure. The hcp noted the patient was new to the clinic and when first seen, tachycardia therapy and post shock pacing was noted to be programmed off. Further investigation found that the patient recently underwent placement of a left ventricular assist device and tachycardia therapy had been programmed off for that procedure. Tachycardia therapy was now programmed back on by the clinic and therapy is available. The device remains implanted and in service. No additional adverse patient effects were reported.